Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Grasping thick and hard tissue at distal end of the grasping portion while activating output in seal and cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, which caused the tissue pad to wear out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3.the output was activated while the non-insulated area of the grasping section contacted the probe, which caused scratches. 4.the device was activated in seal and cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, which caused this area to crack. 5. A force was applied to the probe during the surgery, which caused it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the probe broke off at 16.28 mm from the distal end. In addition, the tissue pad peeled off. There was no patient involvement.